Event description:
It was reported that during a da vinci-assisted urology pyeloplasty surgical procedure, the customer reported to technical support engineer (tse) that a recoverable fault 23008 pointing to universal surgical manipulator (usm3) was observed. Tse checked error logs and confirmed the presence of the mentioned error. The customer tried to recover from the fault by power cycling the system, hard power cycling the system and forcing the usm3 to a different position; however, the errors persisted. The procedure was completed as a three-arm procedure with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm3) due to error 23008. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm3) was analyzed, and 23008 error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where chip encoder virtual absolute (cva) characterization test was found to be failing on pitch. Once testing was completed, the cva printed circuit assembly (pca) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the cva pca in the usm. The issue can be resolved by replacing the usm.